Manufacturer narrative:
Evaluation of the returned benchmark confirmed a distal fracture and revealed stretching proximal to the fractured location. If the device is retracted against resistance, damage such as stretching, and subsequent fracture may occur. The reported small radial artery may have contributed to resistance experienced during the procedure. The distal fractured segment was not returned for evaluation. Further evaluation revealed ovalization and kink on the benchmark catheter shaft. This damage was incidental to the complaint and likely occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the middle meningeal artery (mma) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), a non-penumbra short sheath (6f), and a guidewire. During the procedure, a short sheath was placed in the radial artery and medication was administered. While advancing the benchmark, the physician experienced resistance. An angiogram was performed and revealed that the radial artery was very small. The physician attempted to advance the benchmark further without success. Therefore, the physician decided to remove the benchmark from the patient. It was reported that the benchmark was stuck in the vessel. While attempting to remove the benchmark, the distal third of the benchmark fractured. The patient was taken to the operating room and a surgical cut down was performed to remove the distal fractured segment of the benchmark. The procedure was completed via femoral access.